Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was noted on the right ventricular (rv) lead. A saved noted on the device was retrieved indicating rv lead externalization. A revision procedure is anticipated to be performed to resolve the issue but is not yet scheduled. The patient was in stable condition.

Event description:
Additional information received indicated the issue was resolved by capping and replacing the right ventricular lead.